Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. A review of the sterilization documentation for the explanted device was found to be satisfactory.

Event description:
A report was received that since the patient's pocket revision (MFR report #: 3006630150-2014-02873), the area around the battery site had on and off pain. It was also noted that the intensity of pain had increased, gotten swollen and red. The physician suspected that it was a seroma and believed that it was not an infection but was not sure as to the cause. The patient was placed on antibiotics. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively and had no signs of infection.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that since the patient¿s pocket revision (MFR report #: 3006630150-2014-02873), the area around the battery site had on and off pain. It was also noted that the intensity of pain had increased, gotten swollen and red. The physician suspected that it was a seroma and believed that it was not an infection but was not sure as to the cause. The patient was placed on antibiotics. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively and had no signs of infection.